Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old female was being placed on an impella cp for mechanical circulatory support. The 8f and 6f dilators used for the impella cp insertion failed to advance through the patient¿s vasculature due tight stenosis in common iliac just below bifurcation and concentric calcification of the vessels. The implant was aborted and an intra-aortic balloon pump was placed.